Manufacturer narrative:
(B)(4). Following the incident, the customer was unable to duplicate a loss of power failure during additional testings. Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
During a weekly test, it was reported that the device lost power as it was charging up to shock. The user turned the device back on and the second attempt was reported to result in proper operation. There was no pt use associated with the event.